Event description:
Boston scientific crm received info that this right atrial (ra) lead became dislodged. As a result, a repositioning procedure was scheduled. No adverse pt effects have been reported. It was later reported that the ra lead was repositioned successfully.